Event description:
The patient experienced syncopal events at home. Upon presentation to the emergency department, and subsequent monitoring, multiple syncopal and pre-syncopal events were observed. Interrogation of the pacemaker to be in safety mode, with frequent ventricular oversensing and pacing inhibition. The patient underwent immediate device replacement. The device is expected to be returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was confirmed that the device was operating in safety mode and that brady therapy remained available. It was not possible to communicate with the device at the time of analysis and the device case was then opened to facilitate analysis of the battery. The battery was removed and attached to an external power source which demonstrated a normal current drain. Further analysis demonstrated a depleted cell, with no other findings that would suggest a cause for the reversion to safety mode. The root cause of the reported event cannot be established.

Event description:
The patient experienced syncopal events at home. Upon presentation to the emergency department, and subsequent monitoring, multiple syncopal and pre-syncopal events were observed. Interrogation of the pacemaker to be in safety mode, with frequent ventricular oversensing and pacing inhibition. The patient underwent immediate device replacement. The device was returned to boston scientific and analysis is in progress. No additional adverse patient effects were reported.